Manufacturer narrative:
A review of pre-delivery inspection records found that the device passed inspection prior to delivery to customer. Post-incident testing of the device included attempting to reproduce the malfunction through simulated use. Test was unable to reproduce issue as device switched from auto-firm mode to alternating therapy mode within fifteen minutes of auto-firm being initiated. Inspection found device was found to be in good working order and passed inspection.

Event description:
Customer initially reported that air mattress remained in auto-firm mode for over an hour without automatically switching over to the alternating pressure therapy mode. In follow-up interview, customer reported that patient had sustained deep tissue pressure injury, and patient being on device over the weekend may have contributed to injury. Customer was unable to determine how long they suspected mattress was in auto-firm mode.